Event description:
It was reported that the bipolar impedance of the right ventricular lead had declined and was low. It was also stated by the patient's daughter that the patient "had an initial issue with pacemaker leads that actually required pacemaker lead replacement shortly after the initial implantation". No additional information could be obtained regarding the nature of the issue. The right atrial and right ventricular leads remain in use. There will be a followup in two months for the right ventricular lead. It was further reported that the right ventricular (rv) lead had noise, and when programmed to unipolar there was pocket stimulation as well as noise. The rv lead was capped and replaced. It was also reported that there was decreasing impedance on the atrial lead. The lead was programmed off and not replaced as the patient was in chronic atrial fibrillation. No patient complications have been reported as a result of this event.

Event description:
It was reported that the bipolar impedance of the right ventricular lead had declined and was low. It was also stated by the patient's daughter that the patient "had an initial issue with pacemaker leads that actually required pacemaker lead replacement shortly after the initial implantation." No additional information could be obtained regarding the nature of the issue. The right atrial and right ventricular leads remain in use. There will be a followup in two months for the right ventricular lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.